Event description:
Stent was prepped in the standard fashion. Md and scrub tech verified that the stent was never touched prior to insertion into the patient's body. After the stent was in the vessel, and across the lesion, the md noted that the stent was distal on the balloon, ie, the stent was not located appropriately to the markers, and was more distal on the balloon than it should have been. At this point, the md decided that to deploy the stent may cause a section of the stent not to inflate. It was decided to remove the stent. This was done successfully. After the stent was out of the body, the stent was evaluated. It was checked to see if it were "loosely" fitted around the balloon, and it was x-rayed out to the body to check against the markers. It appeared to be positioned incorrectly on the delivery system, not as a result of its prep, or its insertion into the patient. Possibly coming from the manufacturer that way. Fibers can be seen currently on the stent, but were placed there after the stent was removed from the patient. The stent was not touched prior to its use.======================health professional's impression======================md was concerned that if he hadn't noticed the misaligned stent, that a section of the stent would have not been deployed. To then pass a balloon through an undeployed stent may have proven to be a challange, and would have placed the pt at risk of an unsuccessful procedure.